Event description:
A tandem mobi cartridge alarm was reported by the customer. No adverse impact occurred to the customer's blood glucose level. A technical support representative confirmed the alarm and arranged for a pump replacement, advising the customer to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The representative also provided instructions on returning the defective pump and explained procedures for using the replacement pump.